Manufacturer narrative:
Unit received with critical pump error (open book image) and pump error due to software error. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer blood glucose reading is 124 mg/dl. Troubleshooting was performed. Customer said critical pump error was displayed on the screen. Customer said critical pump error number 40 displayed on the screen. Customer reports the pump error did not occur during the rewind load reservoir and fill tubing process. Customer had air bubbles issue in the past but did not made a call. Customer was advised that the air bubbles can be caused because of the pump issues. Customer advised to discontinue the insulin pump and revert to back plan per healthcare instruction. The insulin pump will be returned for analysis.